Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was submerged in water. She stated that she was camping and went into the lake while wearing the insulin pump. She air dried the insulin pump and changed the battery and received a battery out limit alarm. She stated that the insulin pump was not responsive to her button presses. She could not troubleshoot for the battery out limit alarm due to the unresponsive keypad. She stated that there was fluid visible under the display screen. The insulin pump had not been dropped and had no cracks in it. The blood glucose reading was 236 mg/dl. Nothing further was reported.